Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 20 ml syringe with needle had mold on it. This was discovered before use. The following information was provided by the initial reporter: when unpacking, mildew was found on the push rod of a 20ml syringe, the outer package was intact, and the validity period was all within the validity period. Has been sealed. At present, no similar problems have been found in the same batch of products in other hospitals, and samples of problems have been sent to the headquarters for further investigation.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301948 lot 1811222 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect. H3 other text : see h.10.

Event description:
It was reported that bd¿ 20 ml syringe with needle had mold on it. This was discovered before use. The following information was provided by the initial reporter: when unpacking, mildew was found on the push rod of a 20ml syringe, the outer package was intact, and the validity period was all within the validity period. Has been sealed. At present, no similar problems have been found in the same batch of products in other hospitals, and samples of problems have been sent to the headquarters for further investigation.